Event description:
Customer reported a vertical gas breakthrough while creating a flap in patient's eye for a lasik procedure. The procedure was completed successfully with a different patient interface.

Manufacturer narrative:
Section d6a: if implanted, give date: not applicable, as the laser is not an implantable device. Section d6b: if explanted, give date: not applicable, as the laser is not an implantable device. Section h3-other (81): the laser system was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.